Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4-5 hours of applying the sensor, she began experiencing irritation and burning at the sensor site. Customer reported the symptoms progressed during the length of wear and she developed eczema. Customer had contact with her healthcare provider and was prescribed levocetirizine (antihistamine) and fucidin (topical antibiotic cream) for treatment of the sensor site.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination) and all glucose counts were within specifications. Sensor plug was properly seated in the mount. It has been determined there was no product malfunction. (Serial number) has been updated based on the returned product

Event description:
A skin reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4-5 hours of applying the sensor, she began experiencing irritation and burning at the sensor site. Customer reported the symptoms progressed during the length of wear and she developed eczema. Customer had contact with her healthcare provider and was prescribed levocetrizine (antihistamine) and fucidin (topical antibiotic cream) for treatment of the sensor site.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the MDR follow up #1 report. The correct date is march 27, 2018.

Event description:
A skin reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4-5 hours of applying the sensor, she began experiencing irritation and burning at the sensor site. Customer reported the symptoms progressed during the length of wear and she developed eczema. Customer had contact with her healthcare provider and was prescribed levocetirizine (antihistamine) and fucidin (topical antibiotic cream) for treatment of the sensor site.